Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. During the patient's follow up visit 421 days post procedure, a laminar thrombosis was identified on the implant surface face of the closure device via computed tomography angiography (cta). The thrombus was minimally biased towards the limbus. The patient was started on medication and was discharged home.